Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results within 10 minutes: 594 at 11:59pm (B)(6) 2017 ; 224 at 12:00am (B)(6) 2017 ; 401 at 12:00am (B)(6) 2017; 231 at 12:01am (B)(6) 2017 ; 243 at 12:01am (B)(6) 2017 ; 186 at 12:04am (B)(6) 2017 . No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Lot not provided.